Event description:
A physician reported that before cataract surgery an ophthalmic tip was found bent when opened. The surgery was completed on the same day after replacing the product with another one. Patient impact has not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened polymer I/a coaxial handpiece was returned for the reported issue of a bent tip. The returned sample was visually inspected and was found to be nonconforming with part of the cannula broken off. The piece of metal from the cannula still remaining in the hub appeared bent. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned non-conforming sample was received opened. How and when the I/a tip became damaged cannot be determined from this evaluation; therefore a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).